Manufacturer narrative:
The user facility was unable to locate the device for evaluation and canceled their service request. Section h codes have been updated.

Event description:
It was reported that the brakes are not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The user facility was unable to locate the device for evaluation and canceled their service request.

Event description:
It was reported that the brakes are not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.